Manufacturer narrative:
Add'l info was provided from the surgeon that while the cause of the abscess was unk, he concluded that it was most likely the complexity of the procedure, magnitude of the dissection and amount of tissue disrupted/removed. The pt was treated and is doing fine. This handpiece was used in add'l cases after this event, prior to being returned to omniguide for eval. No add'l issues were reported. The handpiece was returned and evaluated. It was found that the distal end of the handpiece showed signs of blunt force (consistent with dropping), which was not likely to have caused the adverse event. The damage still allowed the device to be used safely.

Event description:
The omniguide regional sales director asked the surgeon how his pt did after a surgical procedure, which included use of the omniguide lapflex handpiece, and he said she developed an abscess after surgery. The cause of the abscess was unk. The procedure that was performed was a laparoscopic endometriosis case.

Event description:
The omniguide regional sales director asked the surgeon how his patient did after a surgical procedure, which included use of the omniguide lapflex handpiece, beampath fiber and fels-25a laser. He said the patient developed an abscess after surgery. The cause of the abscess was unknown. The procedure that was performed was a laparoscopic endometriosis case.